Event description:
It was reported that patient enrolled in a (B)(4) study and underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6)2014 due to luxation and instability.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided: expiration date - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay manufacture and expiration dates, which were unknown at the time of the initial medwatch.